Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of issues with their insulin pump. The customer states they received excessive no delivery alarms. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted. The customer was advised there may be site and or set occlusion. The customer believed it was more of pump issue. The customer was advised the pump would be replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self-test and a21 error test. No excessive no delivery alarms noted. All operating currents tested within the specification range and passed off no power test. The insulin pump was received with severely scratched display window and cracked reservoir tube lip noted.